Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), embedded device ('patient states she has an essure but it looks like an iud and is in the mid endometrium/ it also appears as if there is an iud in her endometrium'), pelvic pain ('pain'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. D08055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida, intermenstrual bleeding, tonsillectomy, vaginal bleeding, dysfunctional uterine bleeding, abdominal pain, menometrorrhagia, sebaceous cyst, depression, weight gain, infection, cervical dysplasia, endometrial thickening, asthma, back injury and eye operation. Previously administered products included for an unreported indication: restoril, tramadol, albuterol, anaprox, cyclobenzaprine, vicodin, vitamin b and symbicort. Concurrent conditions included dyspareunia, fibroids, ovarian cyst, breech presentation, endometriosis and endometrial polyp. Concomitant products included budesonide; formoterol fumarate (symbicort), ciprofloxacin betain (cipro), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), levothyroxine sodium (levoxyl), lorazepam, melatonin, montelukast sodium, montelukast sodium (singulair), salbutamol sulfate (albuterol sulfate) and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), amnesia ("other (list): memory loss/recall issues affecting cognitive performance"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pelvic pain, genital haemorrhage, neuromyopathy, amnesia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered amnesia, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, neuromyopathy, pelvic pain and uterine perforation to be related to essure. The reporter commented: we then able to place the essure coils without difficulty leaving approximately 3-4 coils within the uterine cavity. Reason for explant dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: there is incomplete occlusion of the left fallopian tube with the iud. A patent left fallopian tube. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : perforation, menorrhagia, dysmenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones were reported in patient's medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), embedded device ('patient states she has an essure but it looks like an iud and is in the mid endometrium/ it also appears as if there is an iud in her endometrium'), pelvic pain ('pain'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in a female patient who had essure (batch no. D08055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida, intermenstrual bleeding, tonsillectomy, vaginal bleeding, dysfunctional uterine bleeding, abdominal pain, menometrorrhagia, sebaceous cyst, depression, weight gain, infection, cervical dysplasia, endometrial thickening, asthma, back injury and eye operation. Previously administered products included for an unreported indication: restoril, tramadol, albuterol, anaprox, cyclobenzaprine, vicodin, vitamin b and symbicort. Concurrent conditions included dyspareunia, fibroids, ovarian cyst, breech presentation, endometriosis and endometrial polyp. Concomitant medical products included budesonide;formoterol fumarate (symbicort), ciprofloxacin betain (cipro), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), levothyroxine sodium (levoxyl), lorazepam, melatonin, montelukast sodium, montelukast sodium (singulair), salbutamol sulfate (albuterol sulfate) and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), amnesia ("other (list): memory loss/recall issues affecting cognitive performance"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pelvic pain, genital haemorrhage, neuromyopathy, amnesia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered amnesia, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, neuromyopathy, pelvic pain and uterine perforation to be related to essure. The reporter commented: we then able to place the essure coils without difficulty leaving approximately 3-4 coils within the uterine cavity. Reason for explant dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: there is incomplete occlusion of the left fallopian tube with the iud. A patent left fallopian tube. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : perforation, menorrhagia, dysmenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones were reported in patient's medical records : embedded device. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.